Manufacturer narrative:
Concomitant medical product: d314trg ICD implanted: (B)(6) 2012.

Event description:
It was reported that the right atrial lead had high thresholds and it was noted that the lead slack had pulled back at some point. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.